Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify what was the exact issue? Did the issue was that a different product was found in the package? Or did the quantity found in the package was different? Please clarify. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The foil was found to contain 2 needles, however it is a single arm code. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. Date device returned to manufacturer, d9. Is device returned to manufacturer?, h4. Device manufacture date h3 testing of actual/suspected device investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one empty labeled winding former and two needle-suture combinations that pertain to the product code z316h were received. This product code required one strand single armed per packet. In order to evaluate the condition of the returned open sample, two needle-suture combination were examined, and it was noted that the strands were single armed of same product code. In the visual inspection of the winding former, it was observed double marks in the same slot therefore this was resulting an extra needle-suture. Based on the information currently available, wrong number of strands was identified during the investigation of the sample received. H3 testing of device from same lot/batch returned from user investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one open box with two unopened samples that pertain to the product code z316h was received. This product code requires one strand single armed per packet. In order to evaluate the condition of the returned samples, the packets were opened, and contained one strand single armed per packet. The sutures were dispensed without problems and examined along of the strand and no issue related to product mix or incorrect component were observed during evaluation. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d9. Device available for evaluation?, h3. Device evaluated by manufacture? H6. Component code, h6. Type of investigation, h6. Investigation findings, h6. Investigation conclusions.